Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the ipg site and ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2024 in which the ipg was explanted and replaced and an additional lead was added for better coverage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.